Event description:
It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for fifteen hours. The blood glucose level was high and the patient was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.